Manufacturer narrative:
It was stated from the site that there would be no autopsy and that the device would not be returned as it remained implanted. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The IFU addresses guidelines for optimal patient management. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed which include the patient's unique anatomy, diet and medication compliance, and other related comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient with left ventricular assist device therapy for 14 months began to have severe right ventricular failure and renal failure. The medical team believed that the patient's decompensation may have been related to severe right ventricular failure, hypovolemia, and an infection component. A competitor's device was inserted to support the poor right ventricular performance and cardiogenic septic shock.  However, the competitor's device was unable to be weaned and the patient required increasing inotropic and pressor support. The patient's family decided to withdraw treatment and the patient expired on (B)(6) 2016.